Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and correction to section g1 MFR site facility name was added. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced hypotension. During a pulsed field ablation (pfa) procedure with a farawave pfa catheter to treat persistent atrial fibrillation, and considered off-label use, the patients oxygen saturation dropped to 60 percent while treating the right superior pulmonary vein (rspv). Approximately 48 applications have been applied. Blood pressure decreased to 48 over 33. When examined with intracardiac echocardiography, there was no effusion. The left ventricular ejection fraction is 25 percent. The patient received cardiopulmonary resuscitation for 13 minutes and epinephrine and dopamine were administered. The blood was non-oxygenated and dark black in color. An impella device was placed, and the patient was admitted into the hospital. Additionally, the patient has a history of congestive heart failure and has a biventricular implantable cardioverter-defibrillator. The catheter is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported that the patient had been transferred to a different hospital and no further information is available.

Event description:
It was reported that the patient experienced hypotension. During a pulsed field ablation (pfa) procedure with a farawave pfa catheter to treat persistent atrial fibrillation, and considered off-label use, the patients oxygen saturation dropped to 60 percent while treating the right superior pulmonary vein (rspv). Approximately 48 applications have been applied. Blood pressure decreased to 48 over 33. When examined with intracardiac echocardiography, there was no effusion. The left ventricular ejection fraction is 25 percent. The patient received cardiopulmonary resuscitation for 13 minutes and epinephrine and dopamine were administered. The blood was non-oxygenated and dark black in color (hypoxia). An impella device was placed, and the patient was admitted into the hospital. Additionally, the patient has a history of congestive heart failure and has a biventricular implantable cardioverter-defibrillator. The catheter is not expected to return for analysis as it was disposed, therefore the lot number is not available. It was further reported that the patient had been transferred to a different hospital and no further information is available.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, it was determined that the user used incorrect product for intended use. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for persistent atrial fibrillation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave device confirmed that the event of used incorrect product for intended use, hypotension and hypoxia are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, it was determined that the user used incorrect product for intended use; however, it is undetermined the cause of why the user did the procedure of treatment of persistent atrial fibrillation. The IFU only indicates the device for use for pulmonary vein isolation. The adverse event related to procedure was selected bbased on the provided information, the patient had a complex history, including congestive heart failure and has a biventricular implantable cardioverter-defibrillator. These pre-existing conditions likely have contributed to the adverse event. The drop in oxygen saturation, along with evidence of poorly oxygenated blood, could produce a primary hypoxic event leading to hemodynamic collapse. It is likely that the event occurred as a result of the prior condition of the patient rather than the farawavecatheter itself. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that the patient experienced hypotension. During a pulsed field ablation (pfa) procedure with a farawave pfa catheter to treat persistent atrial fibrillation, and considered off-label use, the patients oxygen saturation dropped to 60 percent while treating the right superior pulmonary vein (rspv). Approximately 48 applications have been applied. Blood pressure decreased to 48 over 33. When examined with intracardiac echocardiography, there was no effusion. The left ventricular ejection fraction is 25 percent. The patient received cardiopulmonary resuscitation for 13 minutes and epinephrine and dopamine were administered. The blood was non-oxygenated and dark black in color. An impella device was placed, and the patient was admitted into the hospital. Additionally, the patient has a history of congestive heart failure and has a biventricular implantable cardioverter-defibrillator. The catheter is not expected to return for analysis as it was disposed, therefore the lot number is not available.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.